Manufacturer narrative:
Review of service records indicate that the user facility has not contacted steris regarding the reported event prior to contacting the steris legal department. A steris service technician arrived onsite following notification of the reported event to inspect the 3085 surgical table; however, the user facility did not allow the technician to inspect the surgical table. At this time a root cause cannot be determined as steris does not have access to the 3085 surgical table. A follow-up MDR will be submitted should additional information become available.

Event description:
The steris legal department was contacted on (B)(6) 2019 regarding an alleged uncommanded table movement during a patient procedure involving a 3085 surgical table resulting in an employee back injury occurring on (B)(6) 2017. Medical treatment was sought and administered. The procedure was completed successfully.